Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil at the connector region and the helix extended/bent consistent with procedural damage. The cause of the reported event was isolated to the helix being bent, clogged with blood/tissue and over-torqued of the inner coil. Electrical testing found shorting between conductor coils due to outer coil damaging the inner insulation consistent with procedural damage. Visual and x-ray inspection of the lead did not find any other anomalies.

Event description:
It was reported that the patient presented for initial implant. During procedure, the right ventricle lead helix had an unspecified rotation issue. The lead was not used and replaced. The patient was stable throughout.